Event description:
It was reported that, upon inspection, three (3) profore kits appeared to be stretched and with holes. In addition, it seems to be difficult to unroll them. Treatment was completed using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, upon inspection, three (3) profore kits appeared to be stretched and with holes. In addition, it seems to be difficult to unroll them. Treatment was completed using a back-up device. No other complications were reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.